Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm performed an autofill and pump on the iabp unit but was unable to duplicate the reported issue and noted that there were no faults recorded in the iabp unit's log files. The stm troubleshot further by checking the batteries and charging bays for moisture, but no moisture was observed. Subsequently, the stm performed individual battery tests then advised the customer to charge the iabp unit overnight. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient in the intensive care unit (ICU), a saline pressure bag had burst and possible fluid had leaked onto the cardiosave intra-aortic balloon pump (iabp). The iabp shutdown and stopped pumping and generated a high pitched continuous sound. The iabp was powered down and swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.